Event description:
It was reported to ge that the wheel loosened and the collimator cart tipped while removing a collimator. The allen screw that holds the wheel had loosened. No injury was reported. The cart did not fall over. Svc tightened the wheels.